Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element¿ long drug-eluting stent was selected for use. During preparation, when the stent cover was removed to upload the stent on the guidewire outside the patient, it was noticed that one of the strut was opened. The procedure was completed with another promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 7th proximal strut lifted and pulled in a distal direction. No other strut damage was noted. This type of damage is consistent with the incorrect handling during preparation of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. In addition the od (outer diameter) of the undamaged section of the stent was measured using snap gauge and is within specification. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element long drug-eluting stent was selected for use. During preparation, when the stent cover was removed to upload the stent on the guidewire outside the patient, it was noticed that one of the strut was opened. The procedure was completed with another promus element stent. No patient complications were reported and the patient's status was stable.